Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool revealed no relevant events or battery anomalies within the time frame of the customer's call. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer stated that the location of the damage was on the case of the battery tube side. The customer reported no adverse event. The event involved product(s) acc-822bk, and mmt-1884. Troubleshooting was performed for the replace battery alert, but later it was declined. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. Troubleshooting was performed for cosmetic damage, and the damage impacting pump functionality. No harm requiring medical intervention was reported. No product return is required for acc-822bk. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.